Manufacturer narrative:
The customer contacted siemens to report that test results received in the centralink data management system for the amikacin test were missing the greater than (>) symbol that accompanied the test result. Siemens reviewed the available information and determined that the instrument generating the amikacin test result sent ">50 ug/ml" to the centralink database management system. Centralink was not properly configured during the system validation process to display the > symbol and the test result was not recognized as being above the analytical measurement range (amr) for the assay. The operator released the test result of 50 to the physician(s). The samples were repeated with dilution and the repeat results were released to the physician(s). Siemens personnel have corrected the centralink setup issue and verified performance. The cause of the above amr amikacin test results being reported to the physician is due to a use of error of not validating the > symbol functionality in centralink prior to the reporting of test results. The instrument is performing according to specifications. No further investigation of this instrument is necessary.

Event description:
The customer contacted siemens to report that test results received in the centralink data management system for the amikacin test were missing the greater than (>) symbol that accompanied the test result. There are no known reports of patient intervention or adverse health consequences due to the missing > symbol for the amikacin test results.